Manufacturer narrative:
(B)(4) - stuck in sent.

Event description:
A percutaneous coronary intervention (pci) was performed in the middle left anterior descending (lad) artery. The in-stent restenosis (irs) lesion was 90% of stenosed without calcification and mildly tortuous. Target lesion diameter was 4.0mm and the length was 8mm. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted to treat the isr lesion. Pre- and post- dilatations were not performed. The imaging catheter was used to image the stent placement. During removal the ivus catheter became stuck with the stent; it is unknown which stent. The physician then retracted the catheter and guidewire together, successfully releasing the catheter from the stent. The patient's condition was reported to be "fine". Related to MDR ID # 2134265-2010-04561.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. During visual analysis of the returned device, bloodstain was noted inside of the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. The guidewire exit port was lifted. A test guidewire was inserted into the exit port and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing the product performed within specification. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains the following: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When re-advancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when re-crossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." Precautions: during and after the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or dfu. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed in the middle left anterior descending (lad) artery. The in-stent restenosis (irs) lesion was 90% of stenosed without calcification and mildly tortuous. Target lesion diameter was 4.0mm and the length was 8mm. The intravascular imaging catheter (ivus) was used successfully to examine the lesion prior to stent placement. The stent was implanted to treat the isr lesion. Pre- and post- dilatations were not performed. The imaging catheter was used to image the stent placement. During removal the ivus catheter became stuck with the stent; it is unknown which stent. The physician then retracted the catheter and guidewire together, successfully releasing the catheter from the stent. The patient's condition was reported to be "fine". Related to MDR ID # 2134265-2010-04561.